Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level as 300 (mg/dl) with trace ketones. Reportedly, the customer was at the beach and believed the elevated bg was related to the pump exposure to sun. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.